Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty sliding and fitting a cartridge onto the pump. Customer's blood glucose was not impacted. Reportedly, the customer was able load a new cartridge.